Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced hypotension associated with the interruption of intravenous (IV) infusion therapy of a vasopressor using a spectrum iq pump. The pump was alarming "alarming and shut down [due to] "system malfunction" resulting in a rapid drop in blood pressure (value not reported). The pump then switched for another pump and therapy was reprogram. No additional information is available.

Manufacturer narrative:
Additional information h6 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.